Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the I-pro data could not be downloaded because of a broken sensor. The customer's blood glucose level was unknown. The customer's product was replaced. No further details were provided.